Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's fever and subcutaneous abscess might have been a result from the wound infection. There was no lead abnormality prior to the surgery, no patient factor, and no abnormality in the postsurgical implant site. As there was no other implanted device than the lead, it was considered that the infection resulted in the event. The event was not serious and outcome was recovered.

Event description:
It was reported the patient had an infection along the incision line during the trial about ten days prior to the date of this report. There was causal relationship with the lead. No drug administration such as antibiotics was conducted. As part of treatment, a subcutaneous ¿tumor¿ was incised and drainage came out. The lead was explanted since no effects were observed. The patient was recovered as of (B)(6) 2015. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).